Event description:
The manufacturer received information alleging a patient failed to receive the correct settings and desaturated. The patient was placed on a new device with the same settings and recovered. The device was returned to a third party service center and the allegation of receiving incorrect settings was not confirmed. The device passed all testing. No malfunction of the device was observed. The manufacturer is waiting on additional clarification of the desaturation of the patient. Additionally, during evaluation dust contamination and/or cosmetic damage was found which prompted the preventative replacement of the muffler assembly, inlet foam filter, system board, tubing-blower chassis, fio2 tubing, and low flow o2 tubing. The device was calibrated, inspected, and passed final testing.